Event description:
It was reported that one needle broke off in the pt during the procedure in the or. The staff was able to grasp and remove the needle bu hand as it was protruding externally from the pt's perineum. The staff could not unload the sources due to the damaged needle and therefore was unable to implant any of the seeds from this needle. No further complications were reported.